Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, cataract operation, cholecystectomy, uterine dilation and curettage, cough, asthma and gerd. Concurrent conditions included obesity, uterine fibroids and uterine bleeding. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2010 to (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2016 and phentermine from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 20 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain I loss specify which one: weight gain") and experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total vaginal hysterectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and weight increased had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of removal was not mentioned and in the same in pfs & medical record it is mentioned that patient undergo "total vaginal hysterectomy". Current weight 250 lbs. Fu (B)(6) 2020, not removed as per pfs (discrepancy noted). She was currently planning for removal essure . Received treatment for: pelvic pain, bleeding, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: gen. Abnormal bleeding, post procedural complication were added. Outcome for pelvic pain, bleeding, weight gain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain') and dysmenorrhoea ('dysmenorrhea (cramping)'). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal delivery on (B)(6) 2009, cataract operation, cholecystectomy, uterine dilation and curettage, cough, asthma, gerd, abdominal pain and cervicitis. Concurrent conditions included: obesity, uterine fibroids and uterine bleeding. Concomitant products included: norethisterone (ortho micronor) from (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2016 and phentermine from (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), (B)(6) days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain I loss, specify which one: weight gain") and experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total vaginal hysterectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, weight increased and genital haemorrhage had resolved. And the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, as per pfs, date of removal was not mentioned. And in the same in pfs & medical record, it is mentioned that patient undergo "total vaginal hysterectomy". Current weight 250 lbs. Fu (B)(6) 2020, not removed as per pfs (discrepancy noted). She was currently planning for removal essure . Received treatment for: pelvic pain, bleeding, weight gain and psychotic injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, total bilateral occlusion; imaging procedure: on (B)(6) 2010, result not provided. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, anxiety. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, medical history added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, cataract operation, cholecystectomy, uterine dilation and curettage, cough, asthma, gerd, abdominal pain and cervicitis. Concurrent conditions included obesity, uterine fibroids and uterine bleeding. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2016 and phentermine from (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 20 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain I loss specify which one: weight gain") and experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total vaginal hysterectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, weight increased and genital haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of removal was not mentioned and in the same in pfs & medical record it is mentioned that patient undergo "total vaginal hysterectomy" current weight 250 lbs. Fu (B)(6) 2020, not removed as per pfs (discrepancy noted). She was currently planning for removal essure . Recieved treatment for: pelvic pain, bleeding, weight gain and psychotic injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) -2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: result not provided. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, anxiety. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, cataract operation, cholecystectomy, uterine dilation and curettage, cough, asthma and gerd. Concurrent conditions included obesity, uterine fibroids and uterine bleeding. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2010 to (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2016 and phentermine from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 20 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain I loss specify which one: weight gain") and experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total vaginal hysterectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, weight increased and genital haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of removal was not mentioned and in the same in pfs & medical record it is mentioned that patient undergo "total vaginal hysterectomy" current weight 250 lbs. Fu (B)(6) 2020, not removed as per pfs (discrepancy noted). She was currently planning for removal essure . Recieved treatment for: pelvic pain, bleeding, weight gain and psychotic injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: result not provided. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of the events "dysmenorrhea, abnormal vaginal bleeding, genital bleeding was updated from unknown to recovered/resolved". Lab data was updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, cataract operation, cholecystectomy, uterine dilation and curettage, cough, asthma and gerd. Concurrent conditions included obesity, uterine fibroids and uterine bleeding. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2010 to (B)(6) 2010 and phentermine from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 20 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have weight increased ("weight gain I loss specify which one: weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total vaginal hysterectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date of removal was not mentioned and in the same in pfs & medical record it is mentioned that patient undergo "total vaginal hysterectomy". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs & mr received. Reporter's information's was added. Patient's demographics was added. Date of insertion was added. Added event abnormal bleeding (vaginal, menorrhagia), depression ,mental anguish, dysmenorrhea (cramping), weight gain. Event onset date was added. Medical history, historical conditions, concomitant conditions, treatment drug, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.